Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:03.130.302, synthes lot number: f-28237, supplier lot number: n/a, release to warehouse date: 12feb2019, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Photo investigation the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the drill bit ø1.5 l74/57 f/core hole was observed to be broken at the proximal end of the tip. But the reported embedded condition cannot be confirmed with the information provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2021 at the time of fixing the plate in the distal radius, tip of the drill part remains inside the bone. Extraction was difficult, another drill was used. Surgery was completed successfully. Concomitant device reported: unknown plate (part# unknown; lot# unknown; quantity: 1). Unknown extraction instrument (part# unknown; lot# unknown; quantity: 1). This report is for (1) 1.5mm drill bit/mqc for threaded hole/74mm. This is report 1 of 1 for complaint (B)(4).